Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving bupivacaine 9.2 (starting) and then 0.87 mg/day 35 mg/ml (starting) and then 8.7 mg/ml morphine 6 mg/day (starting) and 0.6 mg/day post revision 24 mg/ml (starting) and 6 mg/ml post revision drug via an implantable pump. It was reported that there was high residual volume at refill and withdrawal symptom. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician attempted catheter aspirate port (cap) but was unsuccessful. During the revision procedure on (B)(6) 2025, the pump functioning was confirmed through back table prime. The catheter was removed, discarded, replaced. The drug concentration and daily dose was reduced. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: catheter; product ID 8782, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 17-apr-2025, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(6), ubd: 28-may-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected fdp and ime. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.